Event description:
On 3/98 pt had synchromed implanted. This pt is a diabetic and had a very difficult time healing at the site of the pocket from the time of implantation and had been sent home a couple of times with an open wound. Pt presented with symptoms of fever, redness, and swelling. A spinal tap was done and based on the culture results of the spinal tap the pt was diagnosed with meningitis. On 12/99 pt had synchromed and catheter explanted. The reported primary source of infection was the device pocket. The pt was administered IV and oral antibiotics. Infection was resolved.